Manufacturer narrative:
(B)(4). Instradent USA, inc. Is submitting the report on behalf of (B)(4).

Event description:
(B)(4). The dentist reported a day after the dental implant was installed in intraoral region #12 it was verified its loss of osseointegration. A 40 ncm of primary stability was achieved and immediate load was performed. Patient had low bone quality (bone type IV). The implant was carried out immediately.